Manufacturer narrative:
Section d7: correction. Manufacturer's investigation conclusion: no device related issues were reported by the account. It was reported that the patient underwent a heart transplant. Multiple attempts were made to obtain additional information regarding the event and the product¿s return status; however, no further information was provided by the account and the pump has not been returned to date. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient underwent heart transplant. Additional information was requested but not provided.